Manufacturer narrative:
(B)(6). It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007 to treat stress urinary incontinence. The patient has experienced recurrent urinary tract infections and a vaginal mesh erosion which was noticed on (B)(6) 2014.

Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. Seven years post implant, the patient experienced vaginal mesh erosion. The physician attempted vaginal closure after topical estrogen treatment. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.